Event description:
It was reported that a malfunction alarm occurred with a code identified as malf 12. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump due to the lack of a charging pad. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.